Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified wear abrasion, an opening, yellow particles inside the device, and fold creases. A leak test was performed and found an opening on the anterior side. A microscopic analysis was performed which identified a sharp opening on the valve bond edge. The fill inspection test was performed, and the result was no blockage. Based on the device analysis, the final assessment is a sharp opening on the valve bond edge due to an unidentified tear opening. Additional, corrected, and/or changed data.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Device has been explanted.